Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, serial/lot : (B)(6), UDI: (B)(4) h3: hardware analysis could not confirm the reported issue. The returned emitter tracked as expected and passed testing. H6: codes c02 and d02 still pertain to the system checkout. Codes c19 and d14 pertain to the emitter analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the site has recently had issues verifying instruments. He was onsite for further troubleshooting for another case. Had a new emitter and the emitter on the unit. When the original emitter was plugged in, there was difficulty verifying the straight suction in the lower right of the volume and could never get the 70 degree suction to verify at all. When the new emitter was plugged in, there were no issues with the straight suction, and could get the 70 degree to verify, although the distance to divot was hovering around 1.8, 1.9. No patient was present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: representative reported that after replacing the emitter, straight suction could be verified holding it normally and curved suction verified when pointing towards the head. During further troubleshooting, there were still having issues verifying and reported that the straight suction need to be held in a different direction than curved suction and slightly out of the divot during verification. If information is provided in the future, a supplemental report will be issued.